Event description:
Healthcare professional reported a lap-band port removal for an "unknown" reason. Additional information received: product field note states: "event first noticed [date] and led to port revision." No additional information was provided. This report was initiated to the FDA because allergan's approach to reporting adverse events is to remove all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported port revision for an unknown reason/event as follows: "the lap-band ap system is not a lifetime product and it may break or fail in whole or in part at any time after implantation and notwithstanding the absence of any defect."